Event description:
It was reported that the customer had a reservoir leak. Customer's blood glucose level was 146 mg/dl. The leaks occurred around the end of september or first of october. Reservoir was discarded and customer could not tell where the leak was coming from. The insulin leaked on the customer's clothes. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).